Event description:
I recently purchased a pack of 'traveler's best' disposable face masks (item no (B)(6)) from the boston airport: 5 masks for $10. Cannot easily distinguish the lot number, but I can see 'manufactured for (B)(4) made in china' on the package. The lower right strap from 3 of the 5 masks broke as soon as the masks were donned. No one was harmed, but I'm reporting this to the FDA because 3/5 failures in one package seems unacceptable, the masks were very expensive, and if the quality of the straps is questionable, then I question the integrity of the mask itself. Hoping to hear back. (B)(6) (a dufry company).